Manufacturer narrative:
The insulin pump passed the displacement test. Device was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Motor error occurred 3 times in the last 30 days. Blood glucose value was 117 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.